Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for degenerative disc disease. Information was reported that the patient's tissue has broken down where the battery was implanted. A portion of the ins is exposed. The rep was informed that no one at the ER would even look at it cause they didn't put it in. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported that the issues has not been resolved because the patient is on blood thinners so they were not immediately available to do anything. The patient was started on keflex (antibiotic). Cause has not been determined. No further information was reported.